Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported forward firing was not confirmed through product analysis. However, analysis of the fiber revealed that the glass cap at the proximal end was moving independently of the metal cap, indicating a fracture. It is probable that there was excessive manipulation or bending of the fiber while advancing it down the scope, likely contributing to the glass cap fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. The instructions for use indicates: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on analysis results, the reported forward firing was not confirmed. In addition, the reported information indicated that there was no patient harm. The information reasonably suggest that the identified proximal circumferential fracture is unlikely to cause or contribute to a patient harm. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Examination under magnification observed that the glass cap at the proximal end of metal cap is fractured. The fiber was tested with hene (helium-neon) laser fixture, aim beam was observed at the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The glass cap exhibited severe devitrification at the output window. There were no signs of debris adhesion. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber was plugged in, the card was inserted, the saline flow was opened and started firing. The fiber immediately starting firing out the tip as well as the side after 20 joules and 5 seconds of fiber use. The fiber was replaced to complete the procedure without further issues or patient injury.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber was plugged in, the card was inserted, the saline flow was opened and started firing. The fiber immediately starting firing out the tip as well as the side after 20 joules and 5 seconds of fiber use. The fiber was replaced to complete the procedure without further issues or patient injury.